Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a rapid sequence induction for a patient undergoing total thyroidectomy, an initial intubation was performed using an orotracheal tube ref. 8229708, lot 0232735530. Despite a prior check showing no significant air leakage, the tube exhibited a leak with rapid cuff deflation after intubation. A second intubation was performed using an orotracheal tube ref. 8229708, lot 0232963026, which also showed leakage with rapid cuff deflation. A third intubation with another orotracheal tube ref. 8229708, lot 0232963026 finally allowed successful intubation without leakage. There was no patient impact related to the event.